Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Adam n. Wallace, thomas p. Madaelil, mudassar kamran, timothy r. Miller, josser e. Delgado almandoz, jonathan a.,...joshua w. Osbun. (2019). Pipeline embolization of vertebrobasilar aneurysms¿a multicenter case series. World neurosurgery, 124. Doi: 10.1016/j.wneu.2018.12.116 medtronic literature review found a report of patient complications after pipeline implantation. The purpose of the article was to examine the clinical and angiographic outcomes of patients with vertebrobasilar aneurysms treated with the pipeline embolization device (ped). The authors retrospectively reviewed the results of 35 patients with 37 vertebrobasilar aneurysms who underwent 36 treatment sessions with ped. Of the patients, 10 were male and 25 were female; mean age was 54.1 years. The article describes the following post-procedure events: patient 6 ((B)(6) years, male) underwent ped placement in the treatment of a fusiform, vertebral, pica origin aneurysm with a size of 7.0mmm and length of 5.3mm. The patient experienced a fatal brainstem hemorrhage 1 day after discharge. This patient was receiving dapt with aspirin and clopidogrel (140 prus) while also undergoing conversion to warfarin with an enoxaparin bridge for atrial fibrillation. Patient 20 ((B)(6) years, male) underwent ped placement in the treatment of a fusiform, basilar trunk aneurysm with a size of 34mm and length of 32.6mm. The patient who presented with a brainstem stroke, did not improve clinically after treatment and ultimately died.